Event description:
Additional information received indicates that the patient's ipg had become inoperable. Surgical intervention is still pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg and both leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided int he final report.

Event description:
Manufacturer report reference number: 1627487-2020-47808, 1627487-2020-47809. It was reported that the patient experienced ineffective stimulation. A field representative attempted to reprogram the patient but was unable to get effective coverage. Impedances were also checked and were normal. As a result, the patient may undergo surgical intervention to address the issue.